Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip. No number ramping anomaly was noted.

Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. Customer's mother stated that the act button seemed to be sticking. Blood glucose level was 123 mg/dl at the time of the call. No further information was provided.